Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/10/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed successfully and were recorded in the pump history. No delivery related defects were found during testing.

Event description:
On (B)(6) 2013, the patient contacted animas stating her blood glucose (bg) measurements have been in the 97mg/dl to 497mg/dl range the past two days. No symptoms were noted. It was noted that the patient has been bolusing via the pump for treatment. The patient reportedly changed the site/set and cartridge and used a new vial of insulin and the issue did not resolve. The patient denied the following: there was blood in the tubing, the cannula was bent or that there was redness or irritation at the site. The patient also denied air bubbles or leaking of insulin. The patient stated she has been on insulin pump therapy for 8 years and used the same infusion set type. The patient stated she delivered a bolus via the pump on 06/01/2013 and at the time of delivery, her bg reading was 391 mg/dl and then went up to 397 mg/dl. The patient reportedly did not understand why her bg went up when she had 30 grams of carbohydrates to eat the entire day. Customer support (cs) reviewed the pump with the patient and there were no settings/programming issues noted with the pump. The date and time were reportedly found to be correct on the both pump and meter remote. It was noted the patient was able to successfully deliver an ezbg bolus via the pump and the bolus accurately recorded in pump history. The bg log was reportedly reviewed and the patient stated that the time of the actual bg readings and her written records did not match. The patient also stated that she was sure her clock at home, the meter and pump time all had the same time when she checked in morning and also when she checked the during call with cs. The patient denied reviewing the advanced features of pump and stated that the pump is not working properly and requested the pump be replaced. The reported bg does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation that there may have been a delivery issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.